Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual reported that his deep brain stimulator (dbs) had stopped working. He replaced the battery and it was still not working. It was further reported that the dbs stopped working in (B)(6) 2016. It was indicated that both left and right dbs device stopped working. There was no changed in therapy or symptom. The dbs stopped working occurred during normal use and there was nothing unusual. The patient changed the batteries which resulted in a high tone. The patient called manufacturer and a new device arrived the following day. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2016-03874 for information on the patient's concomitant system.

Event description:
A consumer whose indication for use was parkinson's dual reported that his deep brain stimulator (dbs) had stopped working. It was further reported that the dbs stopped working in (B)(6) 2016. It was indicated that both left and right dbs device stopped working. There was no changed in therapy or symptom. The dbs stopped working occurred during normal use and there was nothing unusual. If additional information is received, a follow-up report will be sent. Additional information received from a consumer reported the patient first started to experience their deep brain stimulation (dbs) to not be working in (B)(6) 2016. The patient did not have a change in therapy and there had been no changes in activity level or device programming. No symptoms were experienced. The patient had contacted their health care provider (hcp) and the manufacturer.